Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. The following sections were updated: b4, b5, g3, g6, h2, h10, h11. The incident reported under (B)(4) , MFR report number: 3002806535-2025-00253, can be closed as a duplicate of the complaint (B)(4) , MFR report number: 3002806535-2025-00249.

Event description:
The incident reported under (B)(4), MFR report number: 3002806535-2025-00253, can be closed as a duplicate of the complaint (B)(4), MFR report number: 3002806535-2025-00249.

Manufacturer narrative:
(B)(4). D10: act artic e1 hip brg 28x40mm; item # ep-200146; lot # 094310. G2 ¿ foreign ¿ china. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the during the surgery, the doctor successfully repositioned the bearing trial mold and ceramic head trial mold. However, when assembling the prosthesis with the ceramic head and bearing, the ceramic head fractured during repositioning. Despite attempts to remove it, the head was stuck inside the bearing, and both components were replaced with new products. Due diligence is in progress for this event; to date no further information has been provided.